Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 ipg implanted (B)(4) 2014. (B)(4).

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, the right atrial (ra) lead displayed high impedance >4,000 ohms during testing. Capture and sensing was not compromised. Impedence was 391 ohms and threshold was 1.0v at 0.4ms using the lead in a unipolar configuration. The lead was left in use in unipolar configuration with the new ipg. No further patient complications have been reported as a result of this event.